Event description:
Healthcare professional reported "pain, intra- and extracapsular rupture and sparse calcifications". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.